Event description:
It was reported to philips that there was an issue with the wireless foot pedal. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnostic procedure, and the procedure was completed (as planned) by using the same wireless footswitch by connecting the pedal to a charger. The fse inspected the system onsite and found that the wireless foot pedal was not functioning properly. Specifically, the wi-fi (led) indicator on the wireless footswitch was off. The battery indicator was red and flashing every 0.5 seconds, indicating low battery or connectivity issues. The fse conducted troubleshooting to diagnose the cause of the problem. After evaluating the situation, they concluded that replacement was necessary to restore full functionality. The wireless footswitch and its base station were replaced by the fse. The defective wireless footswitch was returned to philips for in-depth failure analysis. Additional failures identified during analysis included a missing anti-slip pad, a missing screw at the mounting plate, and a loose bracket. After replacing the malfunctioning components, the system was confirmed to be in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.